Event description:
The healthcare provider (hcp) reported a power on reset error (por) code on the patient programmer (pp). It was confirmed that the patient has not experienced any change in therapy and the battery life says ok. The patient had a cardioversion in (B)(6) 2016 that could be related emi. The implantable neurostimulator (ins) was interrogated using a clinician programmer and troubleshooting was performed with the por showing up again and not cleared successfully. It was noted that the patient had called the hcp about two weeks prior to date notified, and the hcp guessed the issue occurred around then but wasn't sure. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.